Manufacturer narrative:
(B)(4). Event date: only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested, and the following was obtained: did the device not fire any clips? Yes. Were the clips malformed? Yes. Did the clips fire and then stop? Can¿t fire. Did the clips drop or eject from the device? No. How was the procedure completed? Change new one during the procedure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Clarification is needed based on the answers received. Please review the responses below and answer the following question. If the device did not fire, how were the clips malformed? Did the device not fire any clips? Yes. Were the clips malformed? Yes. Did the clips fire and then stop? Can¿t fire. Did the clips drop or eject from the device? No.

Event description:
El5ml clip can¿t work during surgery. There were no patient consequences.

Manufacturer narrative:
(B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested, and the following was received: were the clips malformed? No.